Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the short pointer broke off at the use facility. There was not a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the short pointer broke off at the use facility. There was not a clinically significant delay; no adverse consequences or medical intervention were reported.